Event description:
Healthcare professional (hcp) reports one incident of blood leak on psn 210 dialyzer. Incident occurred at start of treatment. Blood leak was noted on blood leak alarm and was verified with positive hemastix. Blood was not returned to the patient with an estimated blood loss of 250cc. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per hcp.